Event description:
While using a byte day aligner, the patient experienced microtears causing chipping/breakage of tooth #15 caused by use of aligners. Patient received an inlay on tooth #15.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.